Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user requested to return the ilet pump after experiencing hypoglycemia, which the user attributed to an inaccurate sensor reading following a sensor change in combination with insulin delivery from the ilet. Symptoms included low blood glucose to 70 mg/dl with an urgent low alert and the need for glucagon administration, followed by recovery to range after approximately ninety minutes. Outcomes included discontinuation of the ilet and resumption of a different insulin delivery system, without hospitalization or third-party medical intervention. Investigation included review of user feedback and internal case assessment. Investigation of this case revealed no confirmed device malfunction or component failure and identified an unclear cause, with user-reported sensor inaccuracy as a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.